Event description:
One erroneous glucose (glum) result of 70mg/dl was reported out of the lab and it was questioned by the physician. The original sample was re-tested on the next day and glum result was 250mg/dl. The result was amended. Upon rerun of glum, entire chemistry panel was run again and it was noted that initial crem result of 2.5mg/dl did not correlate with the repeated result of 3.7mg/dl. Unknown if crem result was amended. Unknown whether treatment was initiated or withheld, but physician questioned glum result.

Manufacturer narrative:
Qc was run before erroneous results were reported; however, data was not supplied. Customer replaced several hardware components. Glucose failed calibration. A field service engineer (fse) was dispatched: a) the fse replaced glum module stirrer motor and glu electrode. B) the fse inspected number of components, conducted performance testing and all results were within specifications. C) the fse verified repair per established procedures and results meet published performance specifications. Although numerous hardware component were replaced, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.